Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the emergency backup battery (ebb) leaked into the system controller and damaged it. The controller was exchanged.

Manufacturer narrative:
Section a4: patient age was estimated from age at time of implant. Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller was confirmed. A review of the log file contained data spanning approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). All of the captured data appeared to show the system controller operating as intended throughout the log file. The heartmate ii system controller (s/n:(B)(6)) was returned for analysis with green liquid on its driveline/bulkhead connector. The backup battery cover was removed to inspect the emergency backup battery (ebb). Fluid ingress was captured on the ribbon cable and connectors, ebb case and pins, and the controller casing. The white rubber and plastic shell were removed from the backup battery to inspect its integrity. The backup battery was in unremarkable condition and could not be correlated to the fluid ingress found in the controller. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system as expected for an extended period of time. The system controller was disassembled, and fluid ingress was found on the housing, printed circuit boards (pcb), cable assembly, and liquid crystal display (lcd). The observed fluid ingress did not affect the functionality of the system controller. A root cause for the reported event was unable to be conclusively determined throughout this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii patient handbook (rev. C) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s strain reliefs or backup battery, and to obtain replacements if needed. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.